Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen, morphine, and clorazepam via an implanted pump. The baclofen lot number, concentrations, and doses of the medications were unknown. Other medications the patient was taking at the time of the event and medical history were not reported. Indications for use were listed as non-malignant pain and chronic low back pain. A physician bolus was in progress and the pump was recently refilled on (B)(6) 2016. However, the patient was told no changes were being made. The patient was receiving the 8503 code on her personal therapy manager (ptm). The reporter was directed to their physician and the patient was to follow up with their healthcare provider (hcp). The patient was in lots of pain and could not get a bolus. The change in therapy/symptoms was sudden. The hcp informed her the previous hcp had her ¿way over legal limit for her medication so he was weaning her off some medications". The patient was going through withdrawals now because of this. The event date was (B)(6) 2016. Drug information, other medications the patient was taking at the time of the event, medical history, the cause of the bolus in progress, and if the pain and withdrawal had been resolved were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.